Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from a single level of biorad unassayed control lot 92940 using vitros na+ slide lot 4212-1097-5923 on a vitros 5600 integrated system. The assignable cause of the event is a suboptimal calibration. The event started with a calibration event that occurred on (B)(6) 2023. The calibration slope parameter appeared atypical to expected slope parameters and post calibration quality control results were unacceptable. The cause of the suboptimal calibration has not been established. Historical quality control results obtained from vitros na+ slide lot 4212-1097-5923 using the previous calibration were within established control ranges, indicating the vitros na+ slides were performing as intended on the vitros 5600 integrated system. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ slide lot 4212-1097-5923. Atypical vitros na+ results were obtained from a calibration generated using calibrator kit lot 3232. Therefore, a performance issue with the calibrator kit lot 3232 fluids in use at the site could not be completely ruled out as contributing to the event. Calibrator kit 32 is liquid, ready to use and does not require reconstitution. The calibration fluids are stored refrigerated. The vitros calibrator kit 32 instructions for use states that prior to performing a calibration, the calibrator kit 32 fluids should be handled as follows: 1. Mix the vial thoroughly by gently inverting several times. Do not shake. 2. Place fluid in a cup and cover with a pierceable cap. 3. Bring the cup to room temperature, 18¿28 °c (64¿82 °f), before analysis (approximately 10 minutes for refrigerated material). It is possible that improper pre-analytical fluid handling contributed to the event however, this cannot be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros sodium (na+) results were obtained from a single level of biorad unassayed control lot 92940 using vitros na+ slide lot 4212-1097-5923 on a vitros 5600 integrated system. Biorad lot 92940 level 1 results of 135.7 and 135.5 mmol/l vs. The expected result of 128 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were obtained from a non-patient quality control sample, however, three unknown samples that may have been patient samples were processed in the timeframe of the event. The customer did not report any allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).